Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0yfej, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that patient going more often now than she did before the implant and she had an accident a day prior to this call without any warning and on the day of the call she had a fecal incontinence. It was indicated that patient was not feeling stimulation while therapy was on. Patient stated that she did not receive any specific direction other than she was told that she can increase amplitude. The patient reported symptoms were sudden of increase in voiding, voiding incident and fecal incident. The patient had a follow up appointment with health care provider (hcp) scheduled for friday, (B)(6) 2015. It was later reported that hcp turned up the stimulation as part of troubleshooting and it worked well during their appointment. It was noted that lead was placed on the right at s3 and the implantable neurostimulator was placed at the right buttock. It was noted that the cause of the increase in voiding after implant and fecal incontinence was due to patient not feeling stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.